Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the ccm display was black upon first boot-up. The display came up on the second boot up. The fsr replaced the ccm and returned the device for additional evaluation. This complaint is related to (B)(4)/ medwatch #1828100-2017-00319 and (B)(4)/ medwatch #1828100-2017-00322.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had an intermittent power issue, it displayed a blank screen when powered up. The customer turned the unit off and on to resolve the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) with no display when the power was applied. Reinsertion of the sbc (single board computer) bios (basic input output system) chip restored functionality of the ccm. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.